Event description:
It was reported that the user experienced bluetooth connectivity issues between the dexcom g7 sensor and the ilet, with a reconnect alert followed by continued offline status shortly after sensor placement. Symptoms included no reported adverse clinical effects and blood glucose levels remained unaffected. Outcomes included restoration of cgm data after guided troubleshooting. Investigation included guided troubleshooting and education, including toggling the cgm selection between dexcom g6 and g7, restarting the ilet, and allowing time for pairing. Investigation of this case revealed that the sensor successfully reconnected after repairing and configuration toggling, indicating a resolved communication pairing issue. It was concluded, based on previously established findings for similar reports, that the cause was bluetooth pairing disruption that resolved with standard reconnection steps.